Event description:
It was reported that there was a catheter replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter, unknown. (B)(4).